Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "low light from led, dark picture " was confirmed, and further defects were detected. Based on the defects found during the technical inspection it is concluded that cause of the described error is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive allows moisture to penetrate the blade, which affects the electronics and can lead to a led fault. There is also a leak between plug and the cover of the c-mac blade, coming from wear and tear during use and the reprocessing process. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was "low light from led, dark picture". No patient involvement reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).